Event description:
It was reported the patient did not recharge the ipg as recommend. In turn, the device became inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced.